Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted.

Event description:
It was reported that a scheduled remote monitoring review showed ventricular events stored with noise and oversensing on the right ventricular (rv) lead with pace inhibition for 2 seconds. Currently the rv lead configuration was programmed to unipolar/bipolar with sensitivity fixed. No adverse patient effects were reported. The lead remains implanted. Additional information noted that one high out of range pace impedance alert was seen in (B)(6) 2025 with all other measurements being normal.